Event description:
This lead exhibited high thresholds. About a week post-implant, the physician attempted to reposition this lead, however the thresholds continued to rise during the surgery. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The visual inspection showed deformations of the conductor coil which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.